Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6), 2021, during an unknown plate implantation, heads of the there (3) 1.5mm cortex screws snapped off during insertion. The broken screw heads were removed. In removing the screw shafts, one of the shafts broke a second time. Surgeon had to use the screw removal set to remove the broken fragments of the screws. All fragments were removed successfully with an unspecified amount of a surgical delay. The surgery was completed successfully. This report is for one (1) 1.5mm cortex screw slf-tpng with t4 stardrive recess 12mm. This is report 3 of 3 for complaint (B)(4).